Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system generated inaccurate glucose results. Customer reported that the erroneous glucose results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the tricontinent syringe pump and the brushless stirrer motor. The fse performed calibration, quality control (qc) and precision runs using low and high qc samples. All the results met specifications and issue was resolved.